Event description:
(B)(6) field rep reported that patient received therapeutic shock while still admitted in the hospital. Patient forgot to cancel the therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage.wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.